Event description:
On 6/16/24 an ilet user's mother reported an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 6/16/24. Due to a shortage of supplies, the mother did not want to change the user's infusion set but needed to replace the cartridge. She accidentally forced a new cartridge into the ilet without rewinding it, causing a large amount of insulin to be administered to the user, who was still connected to the device. The mother gave the user three glucose tablets and a large glass of orange juice. After five minutes, the father called the mother, reporting that the user had lost consciousness and could not be awakened. The mother immediately called ems and used a nasal glucagon spray to revive the user, who then consumed mountain dew and glucagon gel. Ems arrived but did not administer additional glucagon or medication as the mother had already given the user significant amounts. Ems monitored the user, did not go to the hospital. The user's blood glucose was at 24 mg/dl, and it took less than an hour to stabilize her levels using baqsimi, juice, glucose tablets, and soda, with the mother administering the treatments.

Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 6/3/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, the cause of this hypoglycemic event was a failure of the user to follow the instructions provided in training and in the user guide as well as the on-screen prompts when replacing the insulin cartridge.